Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Customer resumed insulin delivery successfully. It was reported that the customer experienced elevated blood glucose (bg) level ranging from 500-600 mg/dl; cause was not known. Reportedly, a correction bolus was delivered to address bg.